Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited noise. The device was routinely explanted and replaced for reported normal battery depletion. Upon connection of the ra lead to the replacement pacemaker, noise continued to be observed. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned severed in two segments at 9.8 centimeters (cm) from the terminal pin. Visual observation noted the presence of set screw marks on the lead terminal pin and the extracting stylet was stuck inside the distal segment of the lead. The outer insulation was noted to be abraded through to the conductor coils approximately 30 cm from the terminal pin. The abrasion was consistent with lead on lead contact. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation was not performed due to the insulation damage.